Manufacturer narrative:
MDR-3009897021-2018-00115_105509-iss sent on 14-dec-2018. Patient sex was noted as female. Correction: patient sex: male. Based on this correction, kci's assessment remains the same; it cannot be determined that the alleged hemorrhaging and death are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring.

Event description:
Correction: patient sex.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hemorrhaging and death are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring. The patient had a significant vascular history with multiple vascular surgeries and postoperative complications. The patient was on two anticoagulant treatments, and thus, was prone to bleeding. Kci has not been able to obtain sufficient information to establish a root cause. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Warnings: protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bioengineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy.

Event description:
On (B)(6) 2018, the following information was reported to kci by the home health agency nurse: the patient's wife reported the patient experienced bleeding from the wound while on the activ.a.c.¿ therapy system. The patient's wife alleged that the patient's death may have been wound related as the patient bled a lot and the patient was found dead. On (B)(6) 2018 kci received the patient's medical records from the home health agency which noted the following: on (B)(6) 2018, the patient underwent a debridement. The home health agency nurses observed the patient's wound on (B)(6) 2018, and serosanguinous drainage was noted on each visit. On (B)(6) 2018, the physician ordered that v.a.c.® therapy be re-applied after 5 pm with an increase in v.a.c.® therapy pressure to -125 mmhg. On (B)(6) 2018, home health agency nurses observed the patient's wound and noted observing serosanguinous drainage. Per review of kci records: on (B)(6) 2018, the physician noted the patient had been hospitalized for 2 months with an extensive vascular history and was on two anticoagulant medications. The physician's plan noted, "overall, prognosis is guarded.". No additional information is available. On 23-oct-2018, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On 29-oct-2018, the device was placed with the patient. On 04-dec 2018, the device was tested per quality control procedure by kci quality engineering, and unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.